Event description:
It was reported that the usb charger cable was damaged and frayed. The customer's blood glucose level was 200 mg/dl. A replacement usb cable was sent to the customer to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.